Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half-height drawer 6.1 was not showing on the virtual map. A field service engineer (fse) found that the drawer controller board and the pyxis module controller board were failing to communicate. The fse replaced the retractor band, and after a system reboot, the hardware error cleared, making the drawer operational and accessible. Preventive maintenance was also performed on the main full-height drawer 3, which included adjusting the slide rail metal guides, realigning the ball bearings, and installing two new slide bumpers. The system functioned as intended after the field service engineer repaired the device.